Event description:
The pt reported that her pump shut down without a warning, and that her blood glucose reading elevated to 450 mg/dl. Her normal range is between 127-150 mg/dl. She stated the power pack was over 2 weeks old. She stated that she finds it hard to remember to change the power pack. The pt stated that she knew about the battery recall. She changed out her power pack and then administered a bolus to bring her blood glucose down. The morning of this incident her blood glucose was back to normal at 125 mg/dl. She reported no symptoms with her elevated blood glucose. No medical attention was necessary. The product will not be returned for eval.

Manufacturer narrative:
H6: product not returned for eval.